Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump displayed multiple error codes. There was no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the reported customer complaint regarding "multiple error codes 46507 / 46515" was verified in history but could not be duplicated. History log shows the first code was due to loss of power while running, the second was tripped by the customer playing with the unit, rapid on/off plugging and unplugging ac, removing and installing batteries, caused a cascade failure off the other code. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.